Manufacturer narrative:
Product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2018 product type lead . Analysis of the lead (B)(4) found all conductors were broken 27.4 centimeters from the distal end. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. It was reported that the patient fell many months ago, and then slowly noticed that their stimulation stopped working on one side. The patient also had an increase of pain on their left side only. It was stated that the patient broke their foot after taking a big fall, thus they didn't notice the problem with their stimulation for a while. The rep indicated that an impedance check and x-rays were done. The patient had a lead replacement on (B)(6) 2018, which resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Fdc updated to (B)(4). If information is provided in the future, a supplemental report will be issued.